Manufacturer narrative:
Product analysis: the product specimen was disposed of by the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 13 months post implant of this bioprosthetic valve, the valve was replaced with a non-medtronic valve due to paravalvular leak (pvl) which precipitated shortness of breath in the patient. An amplatzer cardiac plug was inserted for the pvl, however, this did not fully remedy the symptoms and the valve was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.